Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient weight was unknown and they wouldn't have access to that information. No troubleshooting was performed as the contact was not active. The cause was unknown and no actions were planned. It was noted myelogram was performed.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that everything with contact 8 showed impedances greater than 13,000 ohms when tested at 3v. It was noted the patient would have a CT myelogram for an issue unrelated to the device instead of MRI due to the high impedances. No medical symptoms reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.